Event description:
Pt called back from number in phone 2 repeating information documented in this case regarding the ins shocking them all down their legs and pt being afraid to turn the ins on since. Pt said they went for an MRI, but was scheduled for an MRI tomorrow but didn't know where to go or who they were meeting with and asked if they were on our schedule. Pt was confused during the call and at times it seemed like pt was asking about a doctors appt and other times talked about an MRI tomorrow. Pss asked if pt was meeting with a rep, but pt seemed to indicate they were looking to see who replaced dr. Ramos as they were no longer there. Pss reviewed psdoes not have access to rep's schedules and ps/medtronic was not related to the hcp offices either, so pt should follow up with them. Pss provided dr. Ramos's number on file and reviewed to try following up with that office to see if they knew who pt was meeting with tomorrow.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they got shocked so bad that they didn't want their implant anymore. Pt said that the shocking started about three weeks ago and they have their stimulation off now. Pt said that they are still charging their implant, but are not using the therapy (stimulation off). Pt said that their pain doctor ordered a CT scan and MRI (pt was unsure to which one). Pt said that a manufacturer representative was at their appointment with doctor and they looked at the device.